Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 2:1 ratio caution: sharp; catalog number: 00770302000; serial number: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00770301500; serial number: (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the roller gear, roller, and shoulder bolt cap nuts needed replaced. The roller, roller, gear, and shoulder bolt cap nuts were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.